Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 31 mg/d and 47 mg/dl. The customer reported needing assistance uploading carelink. The customer¿s current blood glucose level is 115 mg/dl. The customer did troubleshoot the issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.